Event description:
Allegedly, patient was revised due to stiffness. Component not revised: advance ii cocr tibia base nonporous sz 6 standard right product ID: ktccnp60 lot ID: 301074. Revision njr number: 4394080. Side: r. Primary asa: p2 - mild disease not incapacitating.